Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a "cassette not attached" error. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. This device has not been in for service within the review period. Review of event history log found multiple high alarms displayed: cassette not attached properly. The reported problem " cassette not attached error ' was not duplicated but found evidence in event history log of error. Device failed dso test, due to valves worn out and pressure leaked. The cause was an intermittent downstream occlusion downstream occlusion (dso) sensor. Replaced the dso sensor to fix customer's reported problem and bring pump into full functionality. Device passed all functional tests after repairs.